Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device memory noted a stored episode due to noise and oversensing on the rv channel. The patient is not pacemaker dependent. The lead configuration was programmed back to unipolar and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.